Manufacturer narrative:
Product ID: mc1vr01us. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Fdc: 71 fdr: 213 fdm: 10 23 26 38. Product ID: mc1vr01-delsys. Product event summary: the delivery catheter was returned and analyzed, and no anomalies were found. The delivery system shaft was mechanically kinked/buckled. Blood was observed on the sheath. Visual analysis of the lead indicated damage during use. Fdc: 71 fdr: 213 fdm: 10 23 38. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: mc1vr01-delsys. (If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), after the delivery system was introduced into the right ventricle, the delivery system was tracked toward the apex with the aid of contrast. The delivery system was pulled back to the mid-septal area and tested for the "gooseneck" and to ensure the tip was in contact with the septal myocardium. Upon deployment, none of the tines of the implantable pulse generator (ipg) engaged the myocardium and the ipg was retracted into the delivery system for redeployment. A second attempt was made a little higher on the septal with the aid of contrast; however, the tines were unable to engage the myocardium. At that time, a change in cardiac rhythm was noted and a pericardial effusion was confirmed via ultrasound. A pericardiocentesis was performed followed by a sternotomy to access the effusion site which was visually confirmed to be in the rv apex region. The effusion was surgically repaired. The ipg was not implanted. No further patient complications have been reported as a result of this event.